Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the connector socket had a broken pin. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center has a flickering image and the customer noticed a damaged connector. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been almost 9 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the flickering image occurred due to damaged connector socket pins. However, the root cause could not be determined. This supplemental report includes information added to h4. Olympus will continue to monitor field performance for this device.